Event description:
The account reported that the patient's ldh level was measured to be 1993 with an inr level of 3.9. The cause of the patient's symptoms were not identified. The patient has underlying g6dp deficiency, which is not related to the device. The account reported aggressive anti-coagulation, heparin and warfarin treatment. The patient's ldh level returned to normal and the event is considered to be resolved.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿3 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had developed signs and symptoms of hemolysis, elevated ldh, hematuria and anemia. The clinicians suspected pump hemolysis or twisting of the outflow graft. Log file analysis noted low flow events with high pi readings. No other unusual events were seen in the log file. No further information was reported.

Manufacturer narrative:
Device manufacture date: additional information. Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 25oct2018 at 7:36:41 through 21nov2018 at 10:49:32. The log files was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. Additionally, transient low flow events were captured from (B)(6) 2018 at 6:57:34 through (B)(6) 2018 at 8:58:10 and (B)(6) 2018 at 6:57:34 through (B)(6) 2018 at 8:58:10. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms was flagged. The pump appeared to function as intended. The account communicated that the patient has developed signs and symptoms of hemolysis, elevated ldh, hematuria, and anemia. The patient was started on bivalirudin. The patient¿s ldh level was 1700 and plasma free hemoglobin 415. A transthoracic echocardiogram (tte) revealed mod-severe rv dysfunction with intermittently opening av; creatinine 2 and therefore no cta planned. The event was described as an acute event with frank hematuria and hf symptoms and the patient was transfused with 3 units of packed red blood cells (prbc). According to the account, an echocardiogram was performed on (B)(6) 2018 which revealed 3.9-3.3 av closed at 6100rpm. Also, a CT scan was performed on (B)(6) 2018 which revealed no contrast and nothing was noted. The patient was treated with aggressive anticoagulant heparin and warfarin. The account communicated that the patient¿s ldh had returned to normal and is considered resolved. The patient remains ongoing on the device and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Section b5: additional information. Section b3: corrected data.

Event description:
The patient was admitted to the hospital due to hematuria, elevated ldh and plasma hgb in the absence of urinary erythrocytes. The patient was treated with a blood transfusion, IV fluids, IV bicarb. The site reported suspected g6pd deficiency. The patient improved and was discharged home on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The account submitted log files for review. The system controller event log files contains data from (B)(6) 2018, at 7:36:41 through (B)(6) 2018, at 10:49:32. The log files was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log files, resulting in momentary decreases in speed per design. Additionally, transient low flow events were captured from (B)(6) 2018, at 6:57:34 through (B)(6) 2018, at 8:58:10 and (B)(6) 2018, at 6:57:34 through (B)(6) 2018, at 8:58:10. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log files. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. A specific cause for the low flow evens could not conclusively be determined through this evaluation, however, the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas instruction for use lists hemolysis, bleeding, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.